Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) has blood damage to the repair equipment. The equipment was replaced for the patient without causing any harm to the patient.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8 ,g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component code, investigation conclusion), h11. A getinge field service engineer (fse) was checked on-site at the hospital to confirm the fault reported by the customer. The customer was advised to replace the damaged spare parts. After replacing the spare parts involved in blood inflow, it was found that the automatic inflation failed. It is suspected that there is a problem with the 5000-hour maintenance package and the drive valve group. Prepare to order spare parts for replacement, the equipment has not been repaired yet. There was a patient involvement but no harm was reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. Additional information: e1- event site (postal code: (B)(6)). Getinge field service engineer (fse) found that blood intake in equipment. Checked equipment on-site in hospital to confirm the fault reported by customer. Recommended customer to replace damaged spare parts. Customer has not accepted the quotation yet. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. H3 other text: repair is not done by getinge

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was checked on-site at the hospital to confirm the fault reported by the customer. The customer was advised to replace the damaged spare parts. The customer has not yet accepted the quotation. Fse confirmed the customer has given up on repairs and the device has been decommissioned. There was a patient involvement but no harm was reported.